Manufacturer narrative:
The device involved in the event will not been returned for evaluation as the stent remians in the patient and the pushwire was discarded. There is a warning in the solitaire fr IFU (instructions for use) that states, "do not use each solitaire fr revascularization device for more than two flow restoration recoveries." (B)(4).

Manufacturer narrative:
The solitaire fr unintentionally detached inside the patient. It was not implanted in the patient; therefore, the implant date was removed.(B)(4).

Event description:
Treatment of a stroke in the right mca (middle cerebral artery). There was a suspected cervical ica (internal carotid artery) dissection and the symptoms started a day before the surgery. An MRI (magnetic resonance imaging) the next day showed a moderate stroke. On (B)(6) 2014, the patient underwent mechanical thrombectomy to remove a hard clot. During the procedure, it was reported the solitaire fr detached in the right mca upon retrieval after the third pass. The first two passes returned a significant amount of clot, but the physician decided to do a third pass due to subsequent angiography displaying residual thrombus. There was some resistance noted upon retrieval from all three passes. The stent was left inside the patient as the physician feels it will benefit the patient due to the remnant clot. The patient will remain on asa (aspirin) and plavix.